Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that the patient stopped using the ipg two years ago. The ipg became inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced, restoring therapy.